Event description:
Pt approximately 8 hours status post synfix procedure, returned to operating room to remove and replace synfix hardware on (B)(6) 2011. Pt was implanted with synfix construct at levels l5-s1 on (B)(6) 2011 a.m. Pt awoke in recovery with radiating leg pain. Post op CT scan revealed that the construct was implanted off-midline, and the synfix cage placement was too far lateral. There were 2 screws that were locked in the construct, but were outside laterally of the vertebral bodies. The surgeon removed 1 spacer and 4 screws and replaced them with new synfix construct of 1 new spacer and 4 new screws on (B)(6) 2011 p.m. This is the 5th of 5 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.